Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. A DHR review was conducted with no discrepancies noted.

Event description:
In this event, it was reported that a pro ultra endo tips tit.ems 6 broke during use; no injury resulted and the broken pieces were retrieved from the patient 's mouth.